Event description:
It was reported that the patient experienced renal dysfunction on (B)(6) 2023. The patient was admitted on (B)(6) 2023 and was given an intravenous dose of carperitide. The patient was discharged on (b(6) 2023.

Manufacturer narrative:
Related renal dysfunction MFR # 2916596-2023-01169. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) is currently available. This IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's renal dysfunction existed prior to their device implant, and their renal dysfunction was the etiology for implant. The patient's creatinine level was as high as 2.9. Treatment improved the patient's creatinine level. The patient would continue to receive follow-up care at an increased frequency.